Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator¿s touchscreen was not responding, and it failed touchscreen calibration. There was no patient involvement.